Manufacturer narrative:
Concomitant medical products: product ID 977a275, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID 977a290, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the manufacturer¿s representative reported that impedance measurements taken on the patient¿s implantable neurostimulator (ins) system showed >40,000 ohms on electrode 0. It was noted that the ins was implanted for peripheral nerve stimulation (pns). The patient was not getting the same level of pain relief as the trial but they got some pain relief with the therapy on. Electrodes 1-7 and 8-15 (1000 usec and 40 hz) were used to get stimulation for the patient. The representative did not have post implant impedances for comparison. Follow up information received on nov. 22, 2016 reported that, as actions to resolve the issue, the reference point was changed and the pulse width (pw) was increased to capture the patient¿s pain pattern. The cause of the therapy not providing the same level of pain relief as the trial and the high impedances was unknown. Further follow up information received from the representative on nov. 30, 2016 reported that the patient was scheduled for a revision on (B)(6) 2016. The physician was going to wake the patient up to test intra-operatively to be sure the patient area was covered. The indication for use for the implanted device was noted as non-malignant pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow information received from the manufacturer¿s representative reported that post programming following the lead revision showed equal coverage on the left and right sides of the patient. The patient did not present with a migraine which was ¿untypical¿. The patient was contacted the day after surgery and again reported that they were happy with the coverage and did not have any migraine pain. Additional information received reported that the patient ¿checked¿ coverage and the stimulation was mainly right-sided at the base of the skull. The patient had not been using the stimulation because they were not presenting with migraine pain. The representative suggested to the patient that they use the ins prophylactically to see if they got a migraine or not. That way they would know what was working for them (left or right side pain relief, degree of pain relief, etc.) Before any program configuration changes were to be made. The patient was scheduled for a follow up appointment with their physician on (B)(6) 2016.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Followup information received from the manufacturer¿s representative reported that, to the best of their knowledge, the surgeon was planning to relocate the ins to prevent tension on the leads which had resulted in migration. No date had been schedule yet for the surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.